Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have a damaged microprocessor board. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). No cause has been determined. To correct the condition, the microprocessor unit board was replaced. If any additional information is received, a follow up MDR will be sent.